Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and sparc was implanted. It was also reported that the patient underwent another surgical procedure on (B)(6) 2013 and mesh and restorelle were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with anterior restorelle direct-fix mesh and cystoscopy due to sui and remarkable cystocele. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that on (B)(6) 2013 no bladder or urethral injury noted on cystoscopy. Bilateral ureteral integrity noted. It was reported per stickers found on nursing notes (B)(6) 2013 stat tack fixation device and restorelle direct fix anterior mesh.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that the patient underwent laparoscopic trachelectomy, bilateral salpingo-oophorectomy, lysis of adhesions, cystoscopy, and uterosacral colpopexy with vault suspension on (B)(6) 2015, due to pelvic pain and cystocele. No additional information was provided.